Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to dvt (deep vein thrombosis)/ pe (pulmonary embolism), r heart strain, and pulmonary edema. Patient is alleging migration (cephalad-most tip of ivcf lies just above level of renal veins confluence), inability to retrieve the device, embedment, 1 post-implant dvt, 1 post-implant pe, and caval thrombosis. The patient is further alleging anxiety/worry, mental anguish, and stress. The patient reported 2 unsuccessful filter retrieval attempts and 1 successful filter retrieval that occurred approximately 2 years and 9 months later. Per a report from venogram, "infrarenal ivc filter with relative hypoattenuation of the ivc at the level of and jus below the level of the filter possibly thrombosis although not well-defined. More well-defined thrombosis is seen within the right external iliac vein and distal portion of the right common femoral vein." Per a report from venogram, "bilateral lower extremity venograms demonstrates extensive filling defect from the mid femoral veins to the inferior vena cava filter, consistent with known deep venous thrombus." Per a report from thrombolysis, "a left lower extremity venogram was then performed which demonstrated thrombus within the left mid femoral vein. The penumbra suction lobectomy catheter was then used to remove the thrombus with good angiographic result." "Left lower extremity venogram status post catheter directed thrombolytic therapy: there remains occlusion of the left mid femoral vein extending to the inferior vena cava. Right lower extremity venogram status post catheter directed pelvic therapy: there remains occlusion of the right mid femoral vein extending to the inferior vena cava. Post venoplasty venogram of the left lower extremity: demonstrates filling defect within the left femoral vein extending to the inferior vena cava filter likely consistent with chronic thrombus. Post venoplasty venogram of the right lower extremity: there remains occlusion of the right femoral vein extending to the inferior vena cava filter likely consistent with chronic thrombus. Post suction thrombectomy venogram of the left lower extremity: there is significant improvement with a channel open to the level of the left common and external iliac veins. The left common and external iliac veins demonstrate sever stenosis likely consistent with chronic thrombus. Post suction thrombectomy venogram of the right lower extremity: there is significant improvement with a channel opened to level the right common and external iliac veins. The right common and external veins demonstrate sever stenosis likely consistent with chronic thrombus. Post stenting and venoplasty venogram of the left common and external iliac veins: there is significant improvement with patency and flow through the stents. The inferior vena cava appears to be occluded at the level the tip of the ivc. There is opacification of multiple collaterals from the right renal vein. Post stenting of venoplasty venogram of the right common and external iliac vein: there is significant improvement with patency and flow through the stents. The inferior vena cava appears to be occluded at the level of the tip of the ivc. There is opacification multiple collaterals from the right renal vein and lumbar vein. Post angioplasty of the inferior vena cava: there is improved patency. However, there is continued stenosis of the inferior vena cava." "Significant thrombosis of bilateral lower extremities, as described above. Despite thrombolytic therapy x 18 hours, there continued to be significant thrombosis and occlusion of the venous system of both lower extremities, as described. Significant improvement status post venoplasty, suction thrombectomy and stenting, as described above." Per an attempted retrieval report, "there is persistent narrowing of the inferior vena cava at the level of the apex of the ivc filter." "The ivc is patent with no thrombus within the ivc filter. Along the apex of the filter there is a filling defect of he inferior vena cava which may represent chronic thrombus or endothelialization, as described. Unsuccessful attempts to remove the ivc filter." Per a successful retrieval report, "successful complex filter removal using jaws of life technique. Caval occlusion with improvement in flow after filter removal. The patient will be seen in follow-up for consideration of further caval reconstruction depending on symptoms."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated. Pulmonary embolism (pe), deep vein thrombosis (dvt), migration, caval thrombosis, occlusion, stenosis, inability/difficult to retrieve, embedment, anxiety/worry, mental anguish, and stress. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety/worry, mental anguish, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot(s) no other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.